Manufacturer narrative:
Upon further review and due to the investigation findings, this complaint was determined to be not reportable. The reported device malfunction did not cause or contribute to a serious deterioration in state of health or death and is not likely to cause or contribute to a serious deterioration in state of health or death if the malfunction were to recur.¿

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, the surgeon went to remove the femoral trial from the patient's femur using the femoral slap hammer attachment. After the second slap to try to remove the femur trial the instrument broke. The surgeon tried to use it after it had broken, and it would not remove the femur from the bone. The surgeon used an osteotome to remove the trail. No pieces were left in the patient. The slap hammer attachment tip broke during use. Patient was last known to be in stable condition following the event. The instrument is being sent back to exactech and a new one has been ordered for replacement.